Manufacturer narrative:
Method: device history review; results: the reported oasys screws were confirmed via x-ray to have fractured in an elderly and inactive individual. No lot numbers were provided and the broken screws were not returned consequently no manufacturing and/or complaint history review was attained. Conclusion: the determination of the breakage was not determined and multifactoral.

Event description:
It was reported that the 4.5 oasys screws broke bilaterally at t2. Revision surgery occurred to revise and extend construct to t5.

Event description:
It was reported that the 4.5 oasys screws broke bilaterally at t2. Revision surgery occurred to revise and extend construct to t5.